Manufacturer narrative:
This report is being filed on an international product, list number 3p25 and there is a similar product distributed in the us, list number 2r98. All available patient information was included. Additional patient details are not available. The complaint investigation regarding false elevated architect stat high sensitive troponin-I lot number 50322ud00 included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. The ticket search by lot indicates that the reagent lot performs as expected for this product. Ticket and trending review did not identify any trends regarding commonalities for lot number and the issue. Device history record review did not identify any related nonconformances, potential nonconformances or deviations associated with lot number 50322ud00 and complaint issue. The overall performance of the architect stat high sensitive troponin-I reagent was reviewed using field data from customers worldwide. The review of field data determined the median patient results for lot 50322ud00 are within the established limits, comparable to the historical lot performance. A labeling review determined product labeling provides adequate information regarding the customer issue. Based on the investigation, no systemic issue or deficiency with the architect stat high sensitive troponin-I lot number 50322ud00 was identified.

Event description:
The customer observed false elevated architect stat high sensitive troponin-I for 1 patient on (B)(6) 2023 and provided the following data: sample ID (B)(6) initial result was 446.34 ng/l (446.34 pg/ml). Repeated result was 4.58 ng/l (4.58 pg/ml) and 5.74 ng/l (5.74 pg/ml). Repeat result on another architect analyzer was 4.87 ng/l (4.87 pg/ml). Per the architect stat high sensitive troponin-I package insert, the cutoffs values for a female is 15.6 pg/ml and a male is 34.2 pg/ml. The customer communicated that the discrepant result was not reported out of the laboratory. There was no reported impact to patient management.